Event description:
It was reported the patient had been having ¿shocking and stuff¿ since a month prior to report. It was noted it started out of the blue. There were no falls and no trauma prior to this starting. The patient felt shocking in the knees and further down. The patient only felt the shocking when they turned it up to a higher therapeutic level to get pain relief. It was noted the patient did not feel the shocking at lower amplitudes. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # l44486, implanted: (B)(6) 1997, product type lead; product ID 3487a-33, lot # j0331978v, implanted: (B)(6) 2003, product type lead; product ID 3487a-33, lot # j0331978v, implanted: (B)(6) 2003, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).